Event description:
The initial reporter alleged a false non-reactive hepatitis c virus (hcv) result for a blood donation sample tested using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the single server pdm 230v instrument. On (B)(6) 2023, the sample was tested using the architect abbott a-hcv assay, which generated three positive results (approximately 15.6). The sample was also tested using the panther grifols procleix ultrio elite assay, which generated three positive results (approximately 8.2). The laboratory does not perform discriminatory testing on the panther system and subsequently tested the sample on the s201 system to identify whether the positive result was due to hcv, human immunodeficiency virus (hiv), or hepatitis b virus (hbv). On (B)(6) 2023, the sample was tested as part of a triplicate run on the s201 system using the kit s201 t-scrn mpx v2.0 96t us-ivd assay. The assay generated non-reactive results for all targets (hcv, hiv, and hbv) with a valid internal control as well as valid negative and positive controls. Due to the non-reactive results, the donor and the associated donation were rejected. No organ or tissue was rejected, and no harm was caused as a result of the rejected donation.

Manufacturer narrative:
The analysis was performed on a single server pdm 230v instrument (serial number: (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd assay performed within specifications. A review of the internal control pcr growth curves for the alleged sample, as well as the positive and negative controls, indicated no suboptimal pcr conditions or inhibition. All targets of the positive controls, including hcv, generated robust and sigmoidal pcr growth curves, confirming proper target recovery, amplification, and detection. Batch trend analysis and complaint history review for lot h19097 did not identify any trends or associated non-conformances. Based on the provided data, there is no evidence of a product issue. The most likely cause of the discrepant result is a low hcv viral load, which is consistent with the assay's analytical sensitivity. The investigation was limited as no sample material was available for further testing due to geopolitical constraints. A definitive root cause for the reported event could not be determined based on the available information.